Event description:
During a pta treatment procedure to dilate a stenosis in the pulmonary artery, removal difficulties were encountered. The procedure had been successfully completed and the physician was attempting to withdraw the balloon catheter from the pt when removal difficulties were experienced. The physician removed the balloon catheter and the sheath as a unit. The pt is reported as 'ok' following the procedure.